Manufacturer narrative:
No button error alarm was noted. The insulin pump had unresponsive buttons due to corroded keypad traces. The insulin pump had minor scratches on the display window, cracked reservoir tube lip and a cracked reservoir tube. No moisture damage was noted on the electronics or motor.

Event description:
Customer reported receiving a button error alarm on the insulin pump and stated that they were unable to clear it. Customer stated that she was walking outside in the rain prior to the alarm. Customer's blood glucose reading at the time of the call was 170 mg/dl. No further information reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.